Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving morphine 8.0 mg/ml at a dose of 5.5021 mg/day and marcaine 1.0 mg/ml at a dose of 0.6878 mg/day via an implantable pump. There was no change in the drug, concentration, or dose. Pump logs were provided that indicated that on (B)(6) 2015 an empty pump occurred. The physician reportedly filled the pump himself and the specific reason as to why the pump went empty was not known. There was no information on volumes. There was no report of patient symptoms and it was further reported that as of last (B)(6), the patient seemed to present with no symptoms that was related to the pump. No further information was provided. Additional information had been requested for troubleshooting, resolution and patient outcome. Should additional information be received a supplemental report will be filed.